Manufacturer narrative:
The sample is available, but has not been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe would not cut. There was no patient harm reported. Additional information has been requested.